Event description:
The customer reported having a problem with his insulin pump. The caller stated that the reservoir had about 50 units of insulin left and it was not delivering any insulin properly. The customer's blood glucose started to go up, and it always happens on the third day of wearing the infusion set. The customer has taken manual injections to bring down his glucose level. The customer did not get any no delivery alarm, his cannulas were not bent, and he started using a new infusion set that his doctor recommended. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the